Event description:
It was reported that a versacross connect access solution was selected for use. It was mentioned that the rf wire got stuck into the sheath. Thus, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.